Event description:
During use of the device for a cardiopulmonary bypass procedure the user reported that the anesthesia vaporizer was turned to 0.5 %. Shortly after the user noticed that the blood in the cardioplegia circuit and arterial line of the cardioplegia circuit was getting dark. The central control gas flow display and manual gas flow meter was 0.00 1/min. Anesthesiologist began ventilating the pt. An oxygen tank was connected directly to the oxygenator gas inlet port and the blood quickly became bright red and oxygenation improved. The procedure was delayed about 2 minutes while the oxygen tank was connected after which the case was successfully completed. There were no adverse consequences to the pt as a result of this event. Post procedure, it was found that gas flow manifold at the top of the vaporizer (a non-terumo cvs device) was limiting the gas flow to the oxygenator. This was confirmed by a terumo cvs field service representative.